Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to not have any broken or frayed cables at the wrist. The grips open and close properly and the wrist moves fine in pitch and yaw directions when inputs are manually rotated. Engineering also observed that the distal end of the main tube has a 1.60" long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. There is also light wearing above the midpoint of the tube, but this is likely from rough handling or the cleaning process. No other damage found. The endowrist instruments instructions for use (IFU) specially states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the endowrist prograsp instrument had a broken wire. It was also reported that no pieces have fallen into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.